Manufacturer narrative:
H2, correction: the aware date of the previous MDR should have been 2025-02-07. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis was performed for product: 9735278, lot number: 210318. It was reported that the tip of the returned driver had been broken off. Codes b01, c07 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the tip of the screwdriver was broken. Additional information was received. It was reported that the issue occurred intraoperatively during a transforaminal lumbar interbody fusion (tlif) procedure. The tip of the driver broke while being used inside of the patient. However, the tip was retrieved. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.